Event description:
It was reported that this was an arteriotomy closure of a femoral artery with two proglide devices using the pre-close technique via an 18f sheath hole prior to interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, with both devices, an unspecified device defect was observed. The sutures of two new devices were successfully pre-placed. The aaa procedure was completed with the 18f sheath. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.na.

Manufacturer narrative:
The device was returned for analysis. There was no specific reported malfunction. Return device analysis noted that the posterior cuff/posterior needle tip were missing/not returned along with a portion of the link. The location of these components is unknown. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. Based on the reported information and the returned device, it is possible that during step 3 the posterior needle tip may have caught on the anterior side of the foot. In that condition when the plunger is pulled a resistance would be felt. This might explain the cutting of the link to an attempt to remove the plunger. In this case the posterior needle tip and cuff instead of pulling through the vessel wall when trying to remove the suture stripped off the suture either at the foot or at the vessel wall. However, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.